Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista ventilator fail after running for few days once started on patient. The inhalation flow is continuously interrupted. (Lt makes a sound like blockage or obstruction) and the peak pressure alarm frequently. Alternative ventilation was provided for the patient and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. However, log analysis tool was utilized. Logs shows that the complete calibration not performed on this unit, only zero pressure calibration, o2 sensor calibration and photonic calibration performed, rest of the calibrations were performed on 2020. While performing the calibration the zero pressure calibration failed with (B)(6) due to "press blower sensor". Unable to determine the source of the noise as no update received after complete calibration. Exact issue was unable to determine the source of the noise due to internal hw issues or external accessories connected with the unit.